Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Customer stated "I took two tests per the instructions that both were negative for flu. On the same day, I went into the doctor, and the test there was positive. Won't buy these again.